Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. The device was received for evaluation. Visual inspection showed that the labels were undamaged. The device was in good condition, no physical damage was found on the pump. The event history log showed downstream occlusion alarm messages. During functional check, the customer's reported issue could not be duplicated. The pumps downstream occlusion sensor was tested and was found to be functioning properly and activating within specification. However, the downstream occlusion sensor should be recalibrated as preventive measure. Root cause is unknown.

Event description:
It was reported that the pumps frequently sound alarms for upward occlusion. I have tested all the pumps myself and there is no good explanation for the alarms. The alarm comes at intermittent bolus and only after second bolus. No patient injury reported.